Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the two (2) actual devices were not returned; however, a photograph of one (1) sample was provided for evaluation. The photograph was visually inspected and no issues were noted. Due to the nature of the sample, no additional testing could be performed. The reported condition was not verified during photo inspection for one (1) sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vented paclitaxel sets were leaking at the filter. This issue was identified while priming the sets with saline. There was no patient involvement. No additional information is available.